Manufacturer narrative:
Batch review performed on 4 september 2019: lot 1211947c: (B)(4) items manufactured and released on 04-march-2019. No anomalies found related to the problem. Visual inspection performed by r&d project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
During surgery it was noticed that the spring of the lever arm of the broach handle was broken. The ball and the spring didn't fall into the patient. The surgeon switched without delay to the second handle that was in the set.